Event description:
False positive results were observed on the advia centaur xp hcv lot # 229 at this facility. The results are considered discordant when compared to negative results from another hcv test method. There was no known report of adverse health consequences due to the positive advia centaur xp hcv results.

Manufacturer narrative:
(B)(4). Internal studies confirmed that this increased reactive rate is within the overall negative percent agreement as stated in the performance characteristics section of the instructions for use, distributed in the us: (B)(4).

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site for system inspection and performed a total service call and found no system issues that may have contributed to the positive hcv results. The cause of the positive results for hcv lot # 229 is being investigated. The IFU states in the interpretation of results section: "samples with a calculated value greater than or equal to 1.00 index value are considered reactive for igg antibodies to hcv. It is recommended that the sample be repeated in duplicate. If 2 of the 3 sample results are less than 0.80 index value, the sample is considered nonreactive. If 2 of the 3 sample results are greater than or equal to 1.00 index value, the sample is considered reactive and supplemental testing of the sample is recommended. If 2 of the 3 sample results are greater than or equal to 0.80 index value and less than 1.00 index value, supplemental testing of the sample is recommended."